Event description:
A customer reported that their AED had fallen from a height of approximately 5 feet. Following the impact, the device's asi began flashing red and alerting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
Upon receipt, the device underwent bench testing. Evaluation confirmed that the AED had sustained damage attributed to the device experiencing a drop or significant impact. Due to this damage, the AED was found unable to delivered an adequate shock during testing. While the initial customer report did not involve patient use and was not considered MDR reportable at the time, the manufacturer's investigation identified a malfunction that could potentially result in a delay or failure to deliver therapy in a clinical situation.